Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. Testing confirmed intermittent responses to button presses on the keypad for all the buttons. Multiple button presses are required before the buttons will engage. The buttons do not have normal spring back or click. The buttons are sticking. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Noticed the button contact on the ok button is inverted.